Event description:
It was reported that the battery was checked by battery tester 4 times and could not be charged or test cycled even though it was properly maintained. Battery is 2 yrs old, sn is (B)(4). There was no pt involvement reported. No other info was provided.

Manufacturer narrative:
Zoll medical corporation has not yet rec'd the device. A supplemental report will be submitted if the device is rec'd and when it is evaluated.